Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. A dspc-20a issue was observed. Issue is not confirmed and no product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving an unspecified high reading on their sensor and experienced a loss of consciousness. The customer was unable to self-treat and an ambulance was called and the customer was taken to the emergency where a reading of 111 mg/dl was obtained compared to a sensor reading of 401 mg/dl. The customer was diagnosed with hypoglycemia and was treated with glucagen injection and glucose intravenously. A post-treatment reading of 191 mg/dl was obtained on the hospital¿s meter compared to a sensor reading of 173 mg/dl. No additional treatment was rendered and further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving an unspecified high reading on their sensor and experienced a loss of consciousness. The customer was unable to self-treat and an ambulance was called and the customer was taken to the emergency where a reading of 111 mg/dl was obtained compared to a sensor reading of 401 mg/dl. The customer was diagnosed with hypoglycemia and was treated with glucagen injection and glucose intravenously. A post-treatment reading of 191 mg/dl was obtained on the hospital¿s meter compared to a sensor reading of 173 mg/dl. No additional treatment was rendered and further information was provided. There was no report of death or permanent injury associated with this event.